Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.